Manufacturer narrative:
Report confirmed. The attachment was found to have worn bearings. The likely cause was identified as inadequate preventive maintenance. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The attachment has been in use for approximately 28 months with no record of factory service during this period. Evaluation of the tool determined the fracture shape is consistent with bending, not torque. Damage at the fracture initiation and donor metal on the cutting face are consistent with contact with a hard material. The likely cause was the tool made contact with a metallic object, creating an impact defect and precipitating fracture. It was determined the attachment did not cause or contribute to the fracture of the tool. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type.

Event description:
It was reported two tools from the same lot broke during use at the same facility. It was confirmed the events were separate surgeries with two different surgeons, and were performed on separate dates. There was no patient or staff impact in either procedure. On follow up it was reported that "the tip of the tool broke while turning a flap. The tool broke at the junction of the cutting flutes and the tool shaft." The procedure was completed with another tool and a delay occurred while changing out the tool. It was confirmed there was no patient impact. There were no additional or non-routine actions taken as a result of the event. The facility sent a medwatch to the FDA but a reference number was not available. Further follow up identified the attachment used with the tool would be returned for evaluation.